Manufacturer narrative:
(B)(4).

Event description:
The patient reported that she was having issues getting the interstim to work. The patient's indications for use were gastrointestinal/pelvic floor. The cause of the interstim not working, what the exact issue was, and what was done to intervene was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.